Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide device using the pre-close technique via a 21f sheath hole prior to a placement of endoprosthesis interventional procedure. Reportedly, the needles and cuffs were not engaging, a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f, and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The observations indicate that device was in a pre-deployed position. The reported information and the device analysis are contradictory. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.